Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was taking extremely long to charge and was reaching it's end of service. It is unknown if ipg would last 24 hours between recharges. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient had effective therapy.